Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. During the transmission, the right atrial lead exhibited noise. The patient later presented to the clinic and isometrics were performed which reproduced the atrial lead noise. The capture and impedance values were within normal range. The device was reprogrammed. No patient symptoms were reported.